Manufacturer narrative:
Correction: the correct birth date should have been "(B)(6), 1948", rather than "(B)(6) 1948"

Event description:
It was reported, that the patient presented in emergency department. With pocket erosion at device pocket site. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system implantable cardioverter defibrillator (ICD), right ventricular lead and right atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.